Manufacturer narrative:
Serial numbers: (B)(4). For 5 of the 5 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the 5 reported events, the housing was replaced.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that model 1506-8600-000 continuous ventilator experienced material integrity problems. 4 of the events were reported for damaged housing preventing the unit from latching to the cart which could cause the unit to fall. 1 unit was reported for physical damage that could result in the tip or fall of the unit. These reports were received from various sources. Of the 5 events, 5 did not involve a patient.